Event description:
The customer reported the fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor connectors and fused were evaluated and reseated. The 12 vdc power supply was evaluated and adjusted 12.15 vdc. The system was tested and found to be working as intended and returned to service.